Event description:
A report was received that a pt was experiencing warmth in the lower back and legs when the stimulator was turned on. A bsn representative determined that the device was working properly, but the pt refused to be reprogrammed. The physician explanted the pt's precision system.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.